Event description:
Allegedly revised during revision surgery.

Manufacturer narrative:
Investigation is not complete. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. The device event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same even as 1043534-2009-00143.